Event description:
It was reported that an interlink retractable t-connector extension set had cut tubing. This issue was discovered during infusion. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:the sample was returned for evaluation with the winged female luer lock adapter missing. Visual inspection identified a solvent mark on the end of the tubing, indicating that the luer lock adapter was initially bonded to the tubing end but became separated. A cut was not found on the tubing, and the tubing length was found to be within specification. The cause of the separation was determined to be related with user handling during infusion. Should additional relevant information become available, a supplemental report will be submitted.